Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was noted to be unresponsive. The customer's blood glucose level was in the 230's (mg/dl). The customer connected the pump to a power source to charge and the pump turned on. Multiple attempts were made by tandem technical support to complete troubleshooting with the customer however no response was received.